Manufacturer narrative:
The customer reported that it was impossible to operate the device during a post-use check at the hospital as the set values were fluctuating on the screen. It was also reported that issue occurred repeatedly upon entering the settings change screen to change settings, and the numerical values automatically changed on the setting screen; however, the change was not finalized unless the confirm button was pressed. It was also discovered that values could not be adjusted while using the touchscreen as the values would change; however, confirmation and cancellation were possible. Additionally, the prescription could not be changed without permission, and the cleaning method and cleaning agent that were used for cleaning were unknown. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the numbers on the screen changed automatically even though the navigation ring was not operating; therefore, it was impossible to change the settings properly. The pse found that the front bezel needed to be replaced given that the cause of the reported issue was due to a failure in the navigation ring. After replacing the front bezel in which the navigation ring was originally installed, checking and cleaning the device overall, and running tests, the pse verified that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that during a post-use check at the hospital, there was a misalignment in the touchscreen, and the set values were fluctuating. It was reported that there was no patient involvement at the time the issue was discovered and there was no delay in therapy. Investigation is ongoing.

Manufacturer narrative:
The removed front bezel was returned to the product investigation lab (pil). The pil technician confirmed that the navigation ring located on the top right portion of the front bezel did not operate as expected. With the navigation ring connected to the standard test bed (stb) during test vent operation, the navigation ring did not provide consistent increase and decrease of numerical setting choices in a linear fashion when used. The pil technician verified that the setting values did fluctuate in an attempt to work with the navigation ring and was able to duplicate the failure from the service. The pil technician also verified that the switch panel power assembly power on button and all light emitting diodes (leds) associated with the switch panel power assembly of the front bezel operated as expected.